Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. The biomedical engineer ran extensive testing on the unit and no issues were found. The unit successfully passed the required performance verification test.

Event description:
The customer reported a backup alarm failed error code (e/c 1104). The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.